Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3888-28, serial# (B)(4), implanted: (B)(6)1998, product type: lead. (B)(4).

Event description:
It was reported that when the patient was traveling to (B)(6) on saturday, something turned the implantable neurostimulator (ins) on. The patient programmer (pp) was left at home and was only going to be in (B)(6) for a week. By the time a pp would be shipped, the patient would back at home. There was recent emi exposure as a result of a security gate or theft detector. On the telephone a family member said they were very impressed with the care they received from the manufacturer. The caller stated that they were seen tuesday morning and they had just called on monday. The caller stated that the physicians office and representative were very nice also. In addition her boss was there as well. The caller stated that they turned the stimulation off without a problem and was very thankful and happy they were so nice and responsive. The caller didn't think she would have gotten that kind of response back home in (B)(6). It was inquired if they were traveling by airplane and she stated yes. She was on her way home with her husband and they went through the x-ray security instead of the metal scanner and everything was fine.